Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. During troubleshooting, the customer ensured the luer lock was straight and tight, reconnected the tubing, and confirmed seeing insulin drops exit the tubing. The customer's blood glucose was not impacted.